Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were visually inspected, and the customer's indicated failure mode for damaged tubing with the incident lot was not observed. Additionally, submerged leak testing was conducted on the returned samples, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for damaged tubing with the incident lot was not observed as all samples met the required specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone# (B)(6).

Event description:
It was reported during use of the safety-lok blood collection set, 7-inch tubing, luer adapter, 23 gauge needle the that the tubing was damaged. There was no report of injury or medical intervention.